Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was not delivering insulin resulting in high blood glucose levels of 700 mg/dl and hospitalization. Previous to the patient's admission to hospital, he felt unwell and vomited. He measured on his accu-chek performa combo meter "hi" (= higher than 600 mg/dl). In hospital, upon the first admission, the patient was connected to an insulin pump from the hospital and also received corrections with an insulin pen. After discharge, he returned home but felt bad again, with leg pain, which is a symptom of hyperglycemia according to the patient. He did a measurement his accu-chek performa combo meter "hi" (= higher than 600 mg/dl), so he went to the hospital, where he was under observation for a few hours, and then he was discharged again.